Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the unit hiccuped during the case and then printed nothing but question marks. The unit was rebooted and the device operated as expected. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.